Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay produced a false reactive result for the patient sample. The customer's findings were confirmed during internal testing, which showed a reactivity to the monoclonal antibodies of the hiv antigen detection module used in the assay. An elecsys hiv antigen confirmatory test was negative, further confirming the false reactive result. Calibration data provided by the customer indicated that one calibration signal was below the expected level. The root cause was attributed to a sample-specific interference. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys hiv combi pt assay on the cobas e411 rack analyzer. On (B)(6) 2019, the sample generated a result of 6.89 coi (reactive). On (B)(6) 2019, a re-run of the same sample produced a result of 6.85 coi (reactive). After recalibration the same sample yielded a result of 7.26 coi (reactive). A new sample from the same patient was tested and produced a result of 7.23 coi (reactive). Two competitor assays were used to test the sample, and both generated non-reactive results for hiv.